Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) and had been resolved. Customer was experiencing elevated bg at the time of the report. Contact declined tandem technical support's offer to perform a pump system check. No additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user, and the lowest bg recorded by continuous glucose monitor on (B)(6) 2019 was 76 mg/dl. User made bolus requests without entering current bg and while still having insulin on board (iob). Cartridge change sequence was completed at 11:02 pm. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.